Event description:
Ous MDR - an eri message appeard but there were no shocks. After consultation with technical services, a reset was attempted without success; eri remains.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status eri was confirmed. In addition, 12 charge processes had been documented. The memory content of the ICD was checked. The analysis found that the device status eri was activated due to damaged memory within the live holter. In general, the device is capable to detect damaged memory and to correct individual memory areas on its own if necessary. In case the live holter is affected, the ICD switches - per design - to the device status eri to prevent a potentially incorrect calculation of the service lifetime of the ICD. The damaged memory content of the device was corrected with the help of a technical programmer. A subsequent status interrogation showed the device status bol as would be expected. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable.